Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-sensed t wave over sensing on the ventricular lead. The patient received inappropriate hiv therapy. Technical services recommended to reprogram the ventricular post sensed threshold and ventricular post sensed decay delay and physician to perform induction test. Device remained implanted.